Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not able to rewind and was stuck in the rewind complete / bolus delivery loop after receiving a no delivery alarm. Customer's blood glucose was 453 mg/dl, which was treated with manual injection. Troubleshooting was performed an insulin pump continued to make noise but was not rewinding. Customer was able to resolve issue with a complete set change. Customer did not have products to return.